Manufacturer narrative:
(B)(4). It was reported that when rf was activated with a right ventricular catheter selected for pacing (but not actively paced) and the recording system had the ablation channel open for pacing (but not actively paced) a slow regular ventricular rhythm was seen. Termination of rf stopped the unusual ventricular rhythm. This pattern of rhythm did not appear to be coming from the ablation catheter. This rhythm was negative in lead v1 and thought to be coming from the rv catheter despite no active pacing being performed. Nor the catheters or the cables were changed during the procedure. It was not known if the catheter cables were re-sterilized. The customer reported that there was no patient injury or effect on patient vital signs. No intervention was required. Three ECG cards from this reported carto 3 system were sent to htc (manufacturer) for further investigation trying to reproduce the failure with the same variables used in the procedure (same equipments, products and connections) and no issues like reported by the customer were found. Also, attempts to obtain the recordings files were made with no success, therefore no additional information could be provided on this case. The root cause of this event could not be determined. However, while the system was checked it was found that after this event, there was a complaint reported under the same carto 3 system for noise on the ablation signals (which it was a non reportable event). In this complaint, the ic out quick connect cable was replaced and the noise on ablation signals was resolved. In this event, the faulty ic out cable was the cause of the noise issue. The device history record (DHR) was performed. No anomalies were noted in manufacturing or service.

Event description:
It was reported that when rf was activated with a right ventricular catheter (in port 20a) selected for pacing (but not actively paced) and the recording system had the ablation channel open for pacing (but not actively paced) a slow regular ventricular rhythm was seen. Termination of rf stopped the unusual ventricular rhythm. This pattern of rhythm did not appear to be coming from the ablation catheter. This rhythm was negative in lead v1 and thought to be coming from the rv catheter despite no active pacing being performed. Changing the recording system open pacing channel away from the ablation channel resulted in no unusual ventricular rhythm with rf application. Returning the recording system to an open ablation pacing channel reproduced the unusual ventricular rhythm with rf application. The caller was asked if turning off all pacing still resulted in the ventricular rhythm with rf but the case was concluded at the time of the call. No catheters or cables were changed during the procedure. It was not known if the catheter cables were re-sterilized. Direct connect cables were in use to the ge recording system. This system does not have the direct pacing ECG cards and pacing must be routed through software. The customer reported that there was no patient injury or effect on patient vital signs. No intervention was required. However, due to the potential risk to the patient this event is reportable. The catheter in use was believed to be a 4mm navistar. The customer requested to retain the catheter for evaluation. Further information about the stockert, catheters and cables in use was not available at the time of the report of this event.

Manufacturer narrative:
Investigation is still in process. A 3500a supplemental report will be submitted to the FDA once that the analysis repair record is completed. (B)(4).